Event description:
A malfunction was reported with the pump, displaying malfunction code 16, and it could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was arranged by technical support. The customer followed instructions to put the pump into storage mode before returning it via dpd delivery & collection.